Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and aspiration, and was non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The complaint evaluation did not confirm that the returned probe had an actuation issue. The evaluation did indicate that the probe had a cut issue. The most likely root cause for the poor cutting is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. A damaged cutting edge of the inner cutter can also cause the cutter to have a poor cut or no cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site as the evaluation did not confirm the reported actuation issue and the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation of a probe was poor during a procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.